Event description:
It was reported that an incorrect femoral component was implanted into a patient. Staff read the packaging to match the components of the implant, however the staff did not realize that they needed to check an additional code on the implant box. The code itself is in small letters on the bottom right of the box. All the other essential codes are in large bold font in the center of the box. At this point in time the surgeon feels that the patient will come to no harm. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product, unknown persona size 10 -12 femur. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No products were returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to use error. The articular surface utilized was designed to mate with a size 10-11 femur, but a size 8 femur was implanted instead. According to the instruction for use (87-6204-022-99 en rev. C), "persona system components are sized by matching the femoral and tibial component sizes, styles, and orientations on the product label to the information on the articular surface component label and/or product compatibility charts included in the package insert and surgical technique manual. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce the service life of the implant" furthermore, the persona® the personalized knee surgical technique (3914.1-glbl-en-issue date 2022-08) identifies compatible combinations within appendix d. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.